Manufacturer narrative:
H.6 investigation summary: bd received 4 photographs from the customer in support of this complaint. Evaluation of photos showed tubes with larger than normal droplets of additive on the tube walls. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. 100 retained samples were visually inspected, and no additive abnormality was found. Bd was able to duplicate and confirm customers¿ failure mode from the photos received. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that before use bd vacutainer® k2e 7.2mg plus blood collection tubes had something yellow inside the tube. No patient impact was reported. The following information was provided by the initial reporter: an ed nurse came to the lab asking if there was something wrong with these edta tubes. There looks to be something yellow? Droplets in there. She said some from the same tray had it and she wasn't sure if they were okay to use.